Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /13/22) enter investigation findings: the device was not returned to the factory for evaluation; however, a photographic inspection was conducted on 16jun2021 . The photograph from the account show the jaws were open and charred tissue on the jaws, tip of the harvesting tool was peeled at the tip . The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. An investigation was conducted on 28jul2021. A visual inspection was conducted. The silicone insulation on the jaws were observed to be intact. No visual defects were observed. Signs of clinical use was observed . The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Event description:
Additional complaint record has been created due to unrelated failure mode (s) tw ID (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Additional complaint record has been created due to unrelated failure mode (s) tw ID (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using procedure using vasoview hemopro vh-3500, c-ring broke but did not fall into patient. Finished the case using another kit. No procedural delay was reported. No reports of additional incisions. No patient harm was reported.